Event description:
It was reported the sterile packaging was missing when a customer opened product. As a result, the product was not used. No serious injury or harm to the patient were reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the device was loose within the carton with no sterile packaging. The shrink wrap has been removed. No tamper seal is required for this device. The product was previously opened, therefore, the condition of the device prior to leaving zimmer biomet control cannot be confirmed. This complaint cannot be confirmed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined as the product was returned opened. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.